Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the power switch lights up; however, the unit did not generate heat. Water was found inside heater, due to possible immersion, and it was found that the circuit board was shorted. The unit is approximately 530 days old. Based on the investigation performed, the reported complaint of "unit does not heat" was confirmed. The unit will be repaired and returned.

Event description:
The customer alleges that the unit is not heating during use. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the unit is not heating during use. No patient injury reported.